Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: what is meant by the staples (clips) were off track? Did clips not feed into jaws all the way? Did clips feed sideways? What is meant by staples (clips) did not fire correctly? Were staples malformed? The charge nurse gave them this page and the only thing they wrote was below, they don¿t know how to explain it and they were falling out after being fired, staples were not closing/sealing. What is meant by the staples (clips) were off track? Not aligned.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure the staples were off track and not firing correctly. Another like device was used to complete the case. No patient consequences were reported.

Manufacturer narrative:
(B)(4). Additional information: the er320 device was returned for analysis and upon inspection the jaws were found to be in a yielded condition. In an attempt to replicate the reported incident the device was functionally evaluated. Upon firing of the device, one clip was scissored and then the remaining clips were dropped due to the condition of the jaws; finally the instrument locked out as intended. Possible causes for the found condition of the yielded jaws may be if the device is closed over an existing hard object or clip placing stress on the jaws causing them to distort or yield and not return to their original dimensions/position or excessive application of torque to the jaws when positioning the device on a vessel. No conclusion could be reached as to what may have caused the scissored clip.